Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recently delivered an inappropriate shock due to over-sensed noise. The patient was subsequently evaluated in-clinic where the physician performed provocative maneuvers. The physician elected to reprogram the s-ICD to resolve the event and no additional adverse patient effects were reported. The s-ICD remains implanted and in-service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recently delivered multiple episodes of inappropriate shock due to over-sensed noise. The patient was subsequently evaluated in-clinic where the physician performed provocative maneuvers. The physician elected to reprogram the s-ICD to the secondary sensing vector to resolve the event and no additional adverse patient effects were reported. The s-ICD remains implanted and in-service.